Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The pressure and extender tubing were also returned. No blood was observed inside the iab catheter. Two kinks were found on the catheter tubing near the y-fitting approximately 72.6cm and 72.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cadiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). Contact person phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the day after initiating intra-aortic balloon (iab) therapy, the console generated a frequent leak in iab circuit alarm. Because the patient was stable, therapy was discontinued. After removal, a leak test was performed and passed. There was no patient harm or adverse event reported.